Event description:
As reported, approximately 3 years and 9 months post the initial left tsa, the patient presented with a disassociated liner. The glenosphere, adapter tray and liner were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6)- gps implant kit v2 08034720200; (B)(6) - eq rev glenoid plate 6485116; (B)(6) - equinoxe, humeral stem primary, press fit 11mm 6580991; (B)(6) - shldr gps rvrs drill kit 6616771; (B)(6) - equinoxe reverse 38mm glenosphere 6663090; (B)(6)- eq rev locking screw 6665674; (B)(6)- eq reverse torque defining screw kit 6718359; (B)(6) - shouldr gps hex pins kit 6719385; (B)(6) - eq rev compress screw lck cap kit, 4.5 x 22mm s094405; (B)(6)- eq rev compress screw lck cap kit, 4.5 x 22mm s094416; (B)(6) - eq rev compress screw lck cap kit, 4.5 x 30mm s099293; (B)(6) - eq rev compress screw lck cap kit, 4.5 x 26mm s103323.

Manufacturer narrative:
Report number: 1038671-2024-03805 this follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.